Event description:
A surgeon reported the handpiece "kept going into occlusion" during quadrant removal of a cataract with intraocular lens implant procedure. The problem was resolved by changing the tip. The procedure was completed without significant delay and with no impact to the pt.

Manufacturer narrative:
No samples were returned for evaluation for "occlusion". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the "occlusion" cannot be determined from this evaluation. (B)(4).